Event description:
Literature: clark c, ngo t, comiter cv, anderson r, kennedy w. Sacral nerve stimulator revision due to somatic growth. The journal of urology. October 2011;186(4 suppl):1576-1580. Doi:10.1016/j.juro.2011.03.098 summary: the authors report on four pediatric patients who underwent sacral nerve modulation at an average age of (B)(6) years. The authors describe their experience during the phenomenon of growth spurts associated with lead malfunction that necessitated revision between (B)(6) 2007 and (B)(6) 2010. All patients reported initial success; subsequently 3 patients required a total of 5 revisions due to lead malfunction with an average of 1.5 years between surgeries. In those requiring revision the average somatic growth between revisions was 8.1 cm. Preoperatively interrogation confirmed high impedance (values not recorded), consistent with the lead as the cause of device malfunction, in all cases in which the lead was revised. Return of efficacy was reported after each revision; all patients had functioning nerve stimulators in place and continued to have a positive subjective response. To date there have been no device infections or permanent explantation. Reportable event: the authors report on an (B)(6) male (patient 1) implanted with a sacral nerve stimulator for urgency and urge incontinence. The patient required 3 lead revisions at approximately (B)(6). The authors also reported that: "one patient (unspecified) presented with a subcutaneous seroma after revision, which resolved after conservative treatment with oral antibiotics and an occlusive dressing. One lead (unspecified) showed a small distal injury to the wire, which was not visible on fluoroscopy before extraction, was found after removal. One lead (unspecified) could not be completely removed due to unwinding/unraveling, leaving a small portion of the wire, estimated to be less than 10%, beneath the bony plate of the sacrum. No attempt was made to remove it due to its position and associated risks additional information is being requested.